Manufacturer narrative:
H6: investigation summary it was reported the interface was deformed. As a sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 385102, lot 2181861. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Additional device histories were reviewed for each batch of q-syte subassemblies used in the manufacturing of this batch and no related quality issues or deviations were found during the manufacturing of the subassembly batches. Based on the investigation, bd was not able to confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd q-syte¿ micro bore extension set adapter/connector was found deformed when removing it from the packaging. This occurred with 8 sets. The following information was provided by the initial reporter, translated from chinese: "unpacked the product and found the interface deformed".

Event description:
It was reported that the bd q-syte¿ micro bore extension set adapter/connector was found deformed when removing it from the packaging. This occurred with 8 sets. The following information was provided by the initial reporter, translated from chinese: "unpacked the product and found the interface deformed".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.